Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they received compromised force sensor system alarm. The customer's blood glucose was 388 mg/dl at the time of the incident. The customer's blood glucose was 850 mg/dl at the time of the hospitalization. The customer stated that they were given IV drip of insulin during the hospitalization. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.